Manufacturer narrative:
Date of event: event date not provided and estimated to first day of the month. Initial reporter address- (B)(6).

Event description:
It was reported that a major fracture of the stent occurred. Three eluvia drug-eluting vascular stent systems were used to treat peripheral arterial disease in the superficial femoral artery. The eluvia stents were placed overlapping each other. During a patient follow-up, the physician had informed that one of the eluvia stents had a major fracture where the stents were overlapping. To date, no action has been taken to resolve the issue, but plain old balloon angioplasty (poba) may be performed if restenosis occurs.